Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after spiking the bag the tubing separated while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the male luer and fluid was leaking from the separation. Functional testing was not performed due to the separation. Visual inspection under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the results were within specification. The root cause of the separation was no solvent being applied at the junction of the vinyl tubing during the manufacturing process.

Event description:
The customer reported that after spiking the bag the tubing separated while connected to a patient. There was no patient harm.